Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units in the morning, and displayed 105 units at the time of the call. The customer was unable to perform troubleshooting during the call, and would call back at a later time. The customer's blood glucose level was 138 mg/dl. Although requested, no further information was provided on the reported event.